Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine change-out procedure. During the procedure, the patient's atrial lead was noted to have high capture thresholds and decreased sensitivity. With the use of a fluoroscope, the atrial lead was seen to be dislodged. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.